Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 30.0mg/ml for a total dose of 7.5mg/day and clonidine 3000mcg/ml for a total dose of 750mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient reported to the healthcare professional (hcp) that their therapy had become ineffective in managing the patient's pain for approximately 6 weeks. The pump was implanted on (B)(6) 2012, and catheter access port was at 3 o'clock. The old catheter single piece was 89cm, removed 5.6cm, "added" 7.6cm sc connector for a total catheter volume of 0.200ml. A new catheter was implanted with a volume of 0.0022ml/cm with a length of 91cm for a total catheter volume of 0.200ml. Manufacturer was asked to come and assist with troubleshooting. Upon interrogation of the pump, it was discovered that a motor stall had occurred on (B)(6) 2017 at 20:47. There was no known factors that may have caused or contributed to the issue. Interrogation of the device revealed a motor stall occurred and had not recovered. The patient's pump was programmed to minimum rate by hcp, and hcp indicated they would manage the patient medically until a replacement procedure could be scheduled. It was noted that surgical intervention did not occur, but was planned but not yet scheduled. The pump currently remains implanted. It was noted the issue was not resolved at time of report, and patient's status at time of report was "alive-no injury." The patient's weight was asked, but unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.